Event description:
During administration of a lactulose enema via a zassi catheter, reportedly the catheter tubing near the irrigation and inflation ports was ripped and leaking lactulose. Catheter was removed successfully with no patient harm reported.